Event description:
The following has been reported by customer: error 53 extremely dead battery full description: pump was brought in for it's scheduled pm, once a new battery was placed in device, error 53 appeared. Consulting with techs revealed it sometimes can be caused from an extremely dead battery, so device was left plugged in to charge. Device powered on normally after charging the battery, so the pm was continued as normal. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore, no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. Based on the available information and the fact that the device was not returned, the root cause of the reported issue remains unknown (not returned). However, the complaint has been registered for statistical monitoring. If further information are provided later on, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated. The trend is: normal.